Event description:
A discordant high advia centaur xp intact pth (ipth) test result was obtained by the customer and considered discordant when compared to the dilution results and historical ipth test results. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp ipth result.

Manufacturer narrative:
The cause for the discordant advia centaur ipth result is unknown. A heterophilic interferent may have contributed to the discordant result. Quality controls are within range. A sample has been requested for further investigation. The instrument is performing within specification. The instruction for use (IFU) under the limitations section states the following: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays."

Manufacturer narrative:
Siemens filed the initial MDR on (B)(4) 2013. 01/28/2013: additional information: the initial MDR stated that the patient sample was requested for further testing at siemens healthcare diagnostics. The patient sample is unavailable and no additional testing can be performed. The customer has declined any further investigation by siemens healthcare diagnostics. No conclusion can be drawn.